Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, missing end cap sticker, and loose and protruded drive support disk. All operating currents are within specification. No unexpected off no power alarms noted. The insulin pump functioned properly.

Event description:
It was reported that the customer's insulin pump was damaged near the battery compartment. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 423 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.